Event description:
Revision surgery due to stem subsidence: 4 years after primary the patient had an accident which caused femur fracture and was treated with cerclage; then 1 year after the accident the patient complained about short leg and a stem subsidence was detected. Reference MFR report 3005180920-2013-00169.